Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right atrial lead presented to the clinic following a syncopal episode that occurred while she was in the shower. A copy of device data was preserved and submitted for analysis. Technical services (ts) review of device data found that both the right atrial and right ventricular leads were in a unipolar configuration following a lead safety switch for high out-of-range impedances. A signal artifact monitoring episode had detected noise from the minute ventilation feature. Noise was still present on both the right atrial and ventricular leads; inappropriate episodes of sudden brady response and non-sustained ventricular tachycardia were recorded. Pacing inhibition of greater than two seconds was noted. A chest x-ray was performed which indicated subclavian crush on at least one of the leads, likely the ra. Ts suggested considering a lead revision. The leads were surgically abandoned and the device was explanted.